Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was unconfirmed. In addition, the following reportable malfunction was identified during the device evaluation: image disappeared during angulation. Based on the results of the investigation, since the screen blackout failure was unconfirmed during evaluation, the definitive root cause of the reported issue could not be determined. Based on the results of the investigation, it is likely the disappearing image occurred due to damage on the charged coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had a blackout on the screen during inspection for use. There were no reports of patient involvement.